Event description:
It was reported to philips that the multifunction cable was not recognized by the device. There was no patient involvement. The efficia (B)(4) defibrillator, model# 866199, is substantially similar to the heart start xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).